Event description:
The patient was in for an umbilical hernia repair as well as an open duodenal switch. An ethicon tlc75 stapler was used. No packaging was saved. It was fired more than once. The final firing was with a blue tcr75 load. No packaging was saved. The surgeon noted that the last firing did not have a complete line of completely formed staples, thought the tissue it was securing looked intact. A decision was made to over sew the area with suture. The device was saved without the packaging. No patient harm.